Event description:
Patient reported "undulating breasts on clinical examination baker grade IV capsular contracture and pain" against left side device. Patient additionally reported nodules and cysts, identified via imaging studies. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.